Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The customer reported the false high results occurred on cell 2 of the analyzer. The fse identified a faulty buffer valve on cell 2. The fse replaced the buffer valve to resolve the issue. Date of birth: information not provided by customer. Weight: information not provided by customer. Ethnicity:information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.